Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Provider states the rollator lower front leg extensions bent inward when end user fell over the front of the rollator while using it. MDR filed.